Event description:
This is a spontaneous case report received on 04-may-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment, considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow-up received on 08-jun-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment, considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. A product technical complaint investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding (general)") and uterine haemorrhage ("uterine bleeding constantly in pain") in an adult female patient who had essure (batch no: b21581) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma and hypertension. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control and birth control as well as bactrim (mortin), budesonide w/formoterol fumarate (symbicort), docusate sodium (colace), norethisterone (norethindrone), prenatal, salbutamol (albuterol) and vicodin (norco). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)", menorrhagia ("abnormal bleeding (menorrhagia)", female sexual dysfunction ("apareunia (inability to have sexual intercourse)", dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), medical device discomfort ("very uncomfortable with the essure coils hurting"), medical device pain ("essure coils hurting"), abdominal pain lower ("abdominal pain") and medical device site injury ("essure has damaged my inside"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, hormone level abnormal, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, medical device discomfort, medical device pain, abdominal pain lower and medical device site injury outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, medical device discomfort, medical device pain, medical device site injury, menorrhagia, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2014: essure devices were identified. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet: hormonal changes describe, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), dysmenorrhea (cramping),surgery (other) type of surgery:, dyspareunia (painful sexual intercourse), pain, fatigue, other injury(ies) or complication (s) please describe: diagnosed with uterine bleeding constantly in pain and bleeding, very uncomfortable with the essure coils hurting and essure has damaged my inside added as events and patient, reporter and product information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s),"), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding (general)") and uterine haemorrhage ("uterine bleeding constantly in pain") in a 32-year-old female patient who had essure (batch no. B21581) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pain ankle, asthma, morbid obesity, irregular menstrual cycle, multigravida and parity 5. Concurrent conditions included asthma, hypertension, dizziness, dehydration, dysfunctional uterine bleeding, paratubal cyst, uterine bleeding and obesity. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control and birth control as well as bactrim (mortin), budesonide w/formoterol fumarate (symbicort), cilest (sprintec), docusate sodium (colace), norethisterone (norethindrone), prenatal, salbutamol (albuterol) and vicodin (norco). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), hormone level abnormal ("hormonal changes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), medical device discomfort ("very uncomfortable with the essure coils hurting"), medical device pain ("essure coils hurting"), abdominal pain ("abdominal pain"), medical device site injury ("essure has damaged my inside"), mood swings ("mood swings"), irritability ("irritable"), nausea ("nausea/ nauseated but never throwsup") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial) and salpingectomy), surgery (bilateral salpingectomy & hysteroscopy with d and c) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, genital haemorrhage, uterine haemorrhage, hormone level abnormal, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, medical device discomfort, medical device pain, medical device site injury, mood swings, irritability, nausea and weight increased outcome was unknown and the pelvic pain and abdominal pain had not resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, irritability, medical device discomfort, medical device pain, medical device site injury, menorrhagia, mood swings, nausea, pelvic pain, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.6 kg/sqm. Ultrasound scan vagina - on (B)(6) 2014: essure devices were identified / everything ok. Most recent follow-up information incorporated above includes: on 12-jun-2018: pfs received - new event "mood swings, irritable, nausea, perforation (fallopian tube(s), weight gain" were added. New reporter were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s),"), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding (general)") and uterine haemorrhage ("uterine bleeding constantly in pain") in a 32-year-old female patient who had essure (batch no. B21581) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pain ankle, asthma, morbid obesity, irregular menstrual cycle, multigravida and parity 5. Concurrent conditions included asthma, hypertension, dizziness, dehydration, dysfunctional uterine bleeding, paratubal cyst, uterine bleeding and obesity. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control and birth control as well as bactrim (mortin), budesonide w/formoterol fumarate (symbicort), cilest (sprintec), docusate sodium (colace), norethisterone (norethindrone), prenatal, salbutamol (albuterol) and vicodin (norco). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), hormone level abnormal ("hormonal changes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), medical device discomfort ("very uncomfortable with the essure coils hurting"), medical device pain ("essure coils hurting"), abdominal pain ("abdominal pain"), medical device site injury ("essure has damaged my inside"), mood swings ("mood swings"), irritability ("irritable"), nausea ("nausea/ nauseated but never throwsup") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial) and salpingectomy), surgery (bilateral salpingectomy & hysteroscopy with d and c), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, genital haemorrhage, uterine haemorrhage, hormone level abnormal, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, medical device discomfort, medical device pain, medical device site injury, mood swings, irritability, nausea and weight increased outcome was unknown and the pelvic pain and abdominal pain had not resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, irritability, medical device discomfort, medical device pain, medical device site injury, menorrhagia, mood swings, nausea, pelvic pain, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.6 kg/sqm. Ultrasound scan vagina - on (B)(6) 2014: essure devices were identified / everything ok quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.